Event description:
Respiratory therapy reported that a philips v60 bipap machine failed to work as intended/malfunctioned. The unit shut down in use while connected to patient. The machine was taken out of service and sent to biomed.